Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive around light guide lens and objective lens had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection with no customer allegation. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the identified failures was traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.